Event description:
A customer reported obtaining imprecise sequential readings on their freestyle life meter. The customer reported that they obtained readings of 1.5 mmol/l and 6.9 mmol/l within a 10-min timeframe. When plotted on a parkes error grid the results fell in the c zone, results in this zone are deemed clinically significant. There was no report of death, serious injury or mistreatment. The customer's product has been requested for investigation.

Manufacturer narrative:
This is an initial report. The customer's product has been requested for investigation. A f/u report will be submitted when the investigation is complete.